Event description:
A millenium microsurgical system manufactured by bausch & lomb, inc was being utilized on a pt during a surgical procedure in our operating suite. Once the procedure had started, the attachments were connected; however, the machine would not allow the physician to continue with the procedure. The system displayed noted that the cartridge was full, when, indeed, it was not. Nonetheless, the cartridge was exchanged, and troubleshooting performed by the physician without success. A rep for the equipment was then notified via telephone and was unable to assist with diagnosing or correcting the malfunction. The surgical case was cancelled in addition to the remaining pertinent surgical cases. The pt suffered no ill effects; however, a letter was sent to bausch & lomb, inc requesting a response to the incident.